Event description:
It was reported that a chesapeake cervical-titanium inner shaft bent intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
The product was visually inspected and the deformation along the body of the inner shaft was confirmed. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or adverse trends were identified. The rep reported that they were not sure how it became bent, but that it could have been during sterilization or assembly before the case. As the rep reported they were unsure of how the inner shaft became bent and it was noticed as already bent at the time of the procedure, it is possible that the event of inner shaft deformation could have occurred during sterilization or assembly of the device prior to the procedure. Deformation can occur due to excess mechanical force on the instrument or consistent use of the device throughout its lifetime. Therefore, the likely cause of the reported issue cannot be conclusively determined at this time.

Event description:
It was reported that a chesapeake cervical-titanium inner shaft bent intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.